Event description:
It was reported that this right ventricular (rv) lead caused diaphragmic stimulation due to it piercing the endocardium, with the perforation confirmed by CT scan. This lead was explanted and a new lead was implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.